Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt cuff for the endovascular treatment of a type ia endoleak of a non-mdt stent graft on. It was reported that four endoanchors were successfully implanted from the aortic cuff to the aortic neck. Aneurysm max diameter was 66mm and neck length was 12mm with a proximal neck angulation of 42 degrees. It was reported approximately 1 month post index procedure, a follow up CT scan showed three endoanchors no longer adequately penetrated the aortic wall. One endoanchor was in the dilated aorta and two were in the sac. No action was taken as a result of this event and the patient will be monitored by their physician.